Event description:
Customer's mother called to report that her son was hospitalized for dka. The mother did not have the pump with her at time of call, therefore, troubleshooting was not done. Mother stated that she would call back for troubleshooting.